Event description:
It was reported by the rep that when the devices were used during an unknown procedure, they were sticking. Another device was used to complete the case. There was no consequence to the pt.